Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a metal piece below the jaw detached. No patient injury resulted or medical intervention was required.

Manufacturer narrative:
Evaluation summary: a sample was received, and an examination of the device confirmed a device issue. The device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found the metal flange on the device jaw was damaged. The metal flange that pulls the inner tube to open the jaw was broken but still attached to the device jaw. The tube is made of stainless steel and should not break without exerting excessive force or abuse. Further investigation found that the device knife blade was also able to deploy while the jaw was opened. The damage to the metal flange of the device is consistent with a device that has been subjected to reprocessing or multiple uses. The damage flange also affected the device jaw mechanism allowing the knife blade to deploy while the jaws are open. The investigation identified the root cause of the damaged flange to be user error. The IFU warns: this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. Additional info:if information is provided in the future, a supplemental report will be issued.